Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. During field evaluation, the fse conducted an inspection but could not reproduce the issue. The left master tool manipulator (mtml) opto switch was intermittently not available with a 'left hand control switches have been disabled by system' message. Several errors 25596, 23002, 23031, and 23135 appeared. The system was tested and verified as ready for use. Isi received the mtm unit involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the customer reported complaint. The issue was reproduced during calibration (via matlab). The opto button assemblies and embedded serializer for master handle (esmh) printed circuit assembly (pca) will be replaced as a fix. The probable root cause of the reported issue could not be determined. The complaint regarding the error message was confirmed based on the fa, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: an error message appeared during the procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, a 'left hand control switches have been disabled by system' message appeared. The surgeon decided to continue the surgery as it was using the foot switch pedal from the surgeon side console (ssc) instead. The procedure was continuing as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was not checked upon powering on. The system initially powered on with errors.